Event description:
On (B)(6) 2014, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2022, follow up examination revealed that bilateral distal legs had migrated proximally, and a distal type I endoleak at the left side leg resulting in aneurysm rupture was identified. A reintervention to place additional gore® excluder® aaa endoprosthesis contralateral leg components in the bilateral distal legs was performed. According to the physician, the reason for the bilateral distal leg migration is unknown. The patient tolerated the procedure.